Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse powered the system on and initiated auto fill with known trainer and known balloon. The system did not complete auto fill and alarmed with auto fill failure message. Troubleshooting revealed insufficient vacuum due to potential leak within iabp circuit. The fse then inspected the system and discovered that the iabp fill port tubing was not fully connected to the safety disk. The fse properly connected the iabp fill port tubing to safety disk and initiated auto fill. The device successfully completed auto fill and functioned properly. The fse performed full calibration, safety and functional checks as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient harm and no adverse event was reported.